Manufacturer narrative:
Invacare was made aware of this event occurred in (B)(6) with an action 3ng wheelchair which was manufacture by invacare (B)(4). Invacare is filing this report because the myon wheelchair made at invacare owned invamex and sold in the us has been determined to be similar in design as the action 3ng. A follow up will be filed if more information is received.

Event description:
The right front fork of the wheelchair split into 2 parts while driving, the wheelchair toppled over, and the patient fell causing a hematoma and cracked ribs.